Event description:
It was reported by the rep that an ethicon linear cutter was used during an unknown procedure and "misfired". This info was reported during a phone conversation with the director of materials management. It is believed that the hosp still has the device in their possession and it will be returned. Anyother info will be given at a later date. There is no other info available at this time.